Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review will be performed on the potentially associated lot numbers. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On the same day, the pt was hospitalized for the event and began treatment with vancomycin (1 gram, every 5 days, route not reported) and cefradine (1gram, daily, route not reported) for peritonitis. The cause of the peritonitis was unknown. At the time of this report, pd therapy was ongoing, antibiotic therapies were ongoing, the pt remained hospitalized and was recovering from the peritonitis event. Additional information was requested but was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. A batch review was conducted for potentially associated lot numbers h13l11107 and h13k23021 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should relevant additional information become available, a follow-up report will be submitted.